Manufacturer narrative:
The reported event of noise oversensing was confirmed by analysis while the reported event of high pacing impedance was not confirmed by analysis. As received, a complete lead in two separate pieces was returned for analysis. Final analysis found an external insulation abrasion proximal to the suture sleeve tie impression. The noise oversensing was due to the abrasion that breached the outer insulation, consistent with friction against the device can. No further anomalies were found.

Event description:
Product reference number: 2017865-2025-27774. It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited high pacing impedance and noise oversensing. The ra lead and rv lead were explanted and successfully replaced. The patient was stable.